Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that distal tip of the indigo system cat6 aspiration catheter (cat6) had collapsed upon opening the packaging. The damaged cat6 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new cat6.